Manufacturer narrative:
Related MFR #2916596-2022-14834 covers the patient's history mentioned prior to (B)(6) 2022 no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a history of multiple readmits from a long-term acute care facility due to mediastinal abscess/ infection, methicillin-resistant staphylococcus aureus (mssa) bacteremia, left empyema, acute kidney injury, severe deconditioning, and moderate malnutrition. The patient was ultimately admitted on (B)(6) 2022 with hypoxic respiratory failure with tracheostomy in place and was transitioned to do not resuscitate comfort care (dnr cc). Support was withdrawn on (B)(6) 2022 at 1217 and patient expired at 1230. The cause of death was determined to be infection and failure to thrive. The device reportedly operated as expected and would not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause for the patient¿s reported infection could not be conclusively determined through this evaluation. Additionally, direct relationship between the device and the reported respiratory failure and patient outcome could not be conclusively determined through this evaluation. The pump reportedly operated as intended. The pump was not explanted for evaluation. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The heartmate 3 lvas IFU lists infection (including driveline and pump pocket or pseudo pocket infection), respiratory failure, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. The heartmate 3 lvas patient handbook provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.